Event description:
According to the reporter, "we received a complaint regarding the l-1082b polypropylene sutures, where our customer experienced the needle detaching from the thread while attempting to suture. The complaint sutures are from lot 24011005 and the remainder of the box has been returned to salvin."

Manufacturer narrative:
The product was returned for evaluation. A review of the device history record all product met requirements prior to release. Based on retain and returned sample testing no nonconformities were noted on the product. The report could not be substantiated and a cause for the event could not be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.